Event description:
The customer called to report he activated a new pod on (B)(6). At 10:25 am, his bg measured 279 mg/dl and he decided to deactivate the pod. Upon inspection, he noticed the cannula looks different but it was difficult to tell if there was a kink in it. He could not be definite as to how the cannula looked different, but did state it could possibly be a kink.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.